Event description:
It was reported that during a lap cholecystectomy, the device was fired across the cystic duct. It resulted in a leak from the liver. The physician placed a drain. An additional procedure was conducted to remove the drain. The stapler functioned as indicated. Pt is doing well.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.